Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that a patient received an inappropriate shock. Interrogation showed 1:1 tracking of atrial flutter with the v rate in the vf zone. Programming and medication changes were made. The device remains implanted. The patient was stable.